Event description:
The customer reported obtaining erroneous wbc (white blood cell) results for two patients involving the coulter hmx hematology analyzer with autoloader. The erroneous results were reported out of the laboratory for one of the two patients; however, there was no death, injury or affect to patient treatment in connection with this event. The customer suspected an instrument problem after an erroneously low wbc result of 0.0 was obtained for the second patient. The customer indicated that the two patient samples were repeated on the same instrument and sent to another laboratory for verification. Higher wbc results were obtained on both samples and results were reported out of the laboratory. Results which were obtained from the other laboratory were not provided by the customer. Data review confirmed erroneously low wbc results were obtained when compared to rerun results of both samples on the original instrument for the wbc parameter. "Abnormal wbc pop" condition message was generated on the initial runs for both patients but no instrument-generated suspect condition for instrument.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched but indicated that no issues were found. The fse ran 18 samples for cbc (complete blood count) with no issues found. The fse reseated the cbc preamp card and solenoid plug jacks for wbc count line as a preamptive measure.